Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the stated problem. The device was recertified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when the device was powered on, same patient was selected and no breath was delivered issue on the ltv 1150 unit. At this time, there is no information regarding patient involvement associated with the reported event.